Event description:
It was reported that the patient's right ventricular (rv) lead exhibited a high number of short v-v interval counts over the past year and the patient was experiencing weakness. The rv lead remains in use. No further patient complications have been reported as a result of this event.